Event description:
Information received indicates the brakes do not hold.

Manufacturer narrative:
The hill-rom technician found the casters on the bed were deteriorating which caused the brakes no to hold. The technician replaced the caster, and adjusted the brakes to repair the bed.